Event description:
Customer reported receiving a glucose result of 162 mg/dl on their freestyle flash blood glucose monitor, as compared to a glucose result of 136 mg/dl obtained on an unk brand of meter. She then reported experiencing a loss of consciousness after dosing with insulin. She reported consuming a drink with sugar to stabilize glucose levels and eating a meal.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.